Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind test, no rewind anomaly noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that customer experienced a rewind anomaly. It was also reported that insulin pump was cracked. Insulin pump would be replaced. No further information provided.